Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of potassium chloride (10 mol/500) was intended to be infused at a rate of 150ml/hr. Upon scanning the medication, the rate shown was 500ml/hr. The clinician pressed start at 500ml/hr. Infusion completed in one hour. The patient remained stable. No patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion of potassium chloride (10 mol/500) was intended to be infused at a rate of 150ml/hr. Upon scanning the medication, the rate shown was 500ml/hr. The clinician pressed start at 500ml/hr. Infusion completed in one hour. The patient remained stable. No patient harm.